Manufacturer narrative:
(B)(4). Product background: the pt100 myairvo 2 humidifier (myairvo 2) device is an active humidifier with integrated flow generator that delivers high flow warmed and humidified respiratory gases to spontaneously breathing patients through a variety of patient interfaces. It's intended use is for the treatment of spontaneously breathing patients who would benefit from receiving high flow warmed and humidified respiratory gases. The myairvo 2 device should not be used for life support purposes, and appropriate patient monitoring must be used at all times. Method: the complaint myairvo 2 was received at our fisher & paykel healthcare (f&p) regional office in france where it was inspected by a trained f&p service technician. The device was performance tested and the audible alarm function was checked. Results: performance testing revealed that the audible alarm of the myairvo 2 unit was working. Conclusion: we are unable to determine what may have caused the reported failure as there was no fault found with the returned device.

Event description:
A distributor in france reported that a pt100 myairvo 2 humidifier had a distorted audible alarm. There was no reported patient involvement.

Event description:
A distributor in france reported that a pt100 myairvo 2 humidifier had a distorted audible alarm. There was no reported patient involvement.

Manufacturer narrative:
(B)(4) the subject device is no longer in use. Fisher & paykel healthcare (f&p) has requested for the complaint device to be returned for evaluation. We will provide a follow up report upon completion of our investigation. Product background: the pt100 myairvo 2 humidifier (myairvo 2) device is an active humidifier with integrated flow generator that delivers high flow warmed and humidified respiratory gases to spontaneously breathing patients through a variety of patient interfaces. It's intended use is for the treatment of spontaneously breathing patients who would benefit from receiving high flow warmed and humidified respiratory gases. The myairvo 2 device should not be used for life support purposes, and appropriate patient monitoring must be used at all times.